Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The subject cartridges were returned to animas and evaluated. The cartridges passed visual inspection and no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures at the conclusion of testing. No defects or failures were found with testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Returned to manufacturer date for the subject cartridges is unknown at this time. Correction number: 2531779-03/24/2010/003-r.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging a no cartridge detected issue with a pump. The animas representative involved in this contacted noted that the pump was not recognizing a filled cartridge. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed an out of calibration force sensor, an intermittent connection at the force sensor flex connection, a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing.